Event description:
The pt reportedly experienced a loss of lock between the external equipment and internal device. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear device. The pt is reportedly doing well with the new device.